Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with low, out of range impedance on both the atrial and right ventricular leads. At maximum output, neither lead could induce capture. The leads were capped and replaced on (B)(6) 2018. The patient was stable.